Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that insulin was not being delivered to his body. He stated that he had filled his reservoir and attempted to deliver a bolus, but there was no insulin left in his reservoir. The customer also stated his blood glucose was high and he was not able to bring it down. No additional information provided.